Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the reporter indicated a 13.7mm micl13.7 implantable collamer lens, -13.0 diopter, was implanted in the right eye (od) on (B)(6) 2016. The patient's visual acuity was 20/15 -2 and has been referred to a glaucoma specialist.

Manufacturer narrative:
Expiration date - unk. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Event description:
The reporter indicated the surgeon implanted micl implantable collamer lenses in both eyes and the patient experienced elevated intraocular pressure. There was an anterior chamber reaction in the left eye and the pupil is permanently dilated. The patient was administered medication for the pressure. The reporter indicated to date, the left eye is still dilated but the pressure has improved. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted. See MFR report # 2023826-2016-00771 for the other eye.